Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header noted the seal ring for the lv lead barrel had been cut, damaged and partially removed. Small portions of medical adhesive were also found in the lv lead barrel. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that the clinical observations reported were a result of induced damage to the device.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that following the implant of this cardiac resynchronization therapy defibrillator (crt-d), another manufacturer attempted to implant a left ventricular (lv) lead and was unable to. The port on the device header was not plugged as indicated. Approximately one month later an epicardial lv lead was implanted, in which it was identified that the port had not been plugged and there were pieces of insulation inside the device header. The device was explanted and successfully replaced. No adverse patient effects were reported.